Manufacturer narrative:
Concomitant medical products: product ID 3531, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
The consumer reported that the patient started their second trial on (B)(6) 2016. The feeling of stimulation didn't last more than 2 days. The patient talked to the manufacturer representative and was walked through using the external neurostimulator (ens) controller. The manufacturer representative confirmed the patient was connected and told them they just got used to stimulation and it often happened to patients. On (B)(6) 2016 the patient noticed today that a wire was just dangling and went down their pajama pants. The patient pulled the wire back up and it had the thing with the push button on the front. The tape came loose too and the patient didn't know if it was one of the external cables or cords as they couldn't see. The controller showed they were still connected and the patient could feel stimulation and it was working. The patient called their health care provider (hcp) and was told to call the manufacturer representative. The patient was scheduled for the permanent implant on (B)(6) 2016. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.